Event description:
Device 2 of 3. Reference MFR. Report#: 3006705815-2018-03035. Reference MFR. Report#: 3006705815-2018-03037. Additional information received identified the patient lead incisions site are still infected with drainage. As a result, the patient underwent an incision and drainage procedure (B)(6) 2019 wherein cultures were obtained. Cultures confirmed that the patient has (B)(6) and the patient has been prescribed antibiotics.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3 . Reference MFR. Report#: 3006705815-2018-03035. Reference MFR. Report#: 3006705815-2018-03037. It was reported the patient has a fluid-filled bubble near one of the implant incisions (unknown which one). The patient is being treated with antibiotics.

Event description:
Device 2 of 3. Reference MFR. Report#: 3006705815-2018-03035. Reference MFR. Report#: 3006705815-2018-03037. Additional information received advised that the infection was located at the lead incision site. The infection is now resolved.

Event description:
Related manufacturer reference number 3006705815-2018-03035 , 3006705815-2018-03037.

Event description:
Device 2 of 3. Reference MFR. Report #: 3006705815-2018-03035, reference MFR. Report #: 3006705815-2018-03037. Additional information received advised that the patient's infection at the lead site has resolved. However, the patient's experienced swelling intermittently located at the ipg site. Surgical intervention may be planned to address this issue.

Event description:
Device 2 of 3. Reference MFR. Report#: 3006705815-2018-03035. Reference MFR. Report#: 3006705815-2018-03037. Additional information received advised that the patient underwent surgical intervention wherein the scs system was explanted.